Event description:
Same case as: 2134265-2014-02439 and 2134265-2014-02638. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the lesion 90% stenosed target lesion located in the moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, motor drive unit pullback failure occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).